Event description:
It is reported that the universal oscillating saw attachment was attached to the handpiece. It was noted that the sawblade could not be securely connected due to broken pins; the sawing performance was unstable. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.